Event description:
Home pt reports leak in cassette of homechoice set during use. Fluid was noted coming out of homechoice device door. Home pt discontinued treatment and reports no injury or medical intervention.